Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This report is being filed to correct the b2: outcomes attrib to adv event, h3: device eval by MFR sum attach and h6: patient code.

Event description:
It was reported that this pacemaker device previously showed 11 years remaining longevity. During the recent device check, the device showed two and aa half years remaining longevity. Analysis showed that the device was depleting prematurely. The power consumption has been increasing steadily over the past year. This was consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator environment. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device previously showed 11 years remaining longevity. During the recent device check, the device showed two and a half years remaining longevity. Analysis showed that the device was depleting prematurely. The power consumption has been increasing steadily over the past year. This was consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator environment. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device previously showed 11 years remaining longevity. During the recent device check, the device showed two and aa half years remaining longevity. Analysis showed that the device was depleting prematurely. The power consumption has been increasing steadily over the past year. This was consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator environment. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior.